Manufacturer narrative:
Other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. (B)(4). Analysis of the 8637-40 found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing. After some residue was removed from the upper shaft of gear two, shaft wear was observed. Analysis of the sc catheter connector found non-significant indent in seal, did not affect infusion.

Event description:
Information was received from a consumer, healthcare professional and company representative in regard to a patient receiving clonidine 500 mcg/ml at 200 mcg/day, bupivacaine 15 mg/ml at 6 mg/day, and dilaudid 15 mg/ml at 6 mg/day. There was a previous report that the dose of dilaudid was 10.696 mg/day. The indication for use (IFU) was listed as non-malignant pain and ischemic peripheral pain. On (B)(6) 2016, an 8476 (motor stall) code was displayed on the personal therapy manager (ptm). The pump alarm was heard. There was no MRI or other magnetic exposure suspected, as the patient was not near any magnetic fields. Additional information received reported that a motor stall was seen upon initial interrogation. The motor stall occurred on (B)(6) 2016 at 13:34 and recovered on (B)(6) 2016 at 04:01. The patient was feeling chilly. The logs indicated the pump was replaced for urgent issues. During the motor stall revision surgery on (B)(6) 2015, the hcp was not able to aspirate through the catheter access port (cap). The hcp took the sutureless connector (sc) off the pump and still had no cerebrospinal fluid (csf). At the spine, the hcp found the catheter was fractured and completely severed into two pieces. The cause of the catheter fracture was reported to be impossible to determine. The pump and catheter was replaced on (B)(6) 2015.